Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: new etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege the patient may have to undergo painful and risky revision surgery due to the hip implant not functioning as intended. Update ad 04 may 2018: (B)(4) has been re-opened under (B)(4) due to receipt of pinnacle ppf record. There was no new allegation(s) reported. Implant sticker was also received, which part and lot identified. Added products from sticker sheet since there has been no revision and it is a known poly liner with pain was alleged previously and no allegations of metal on metal issues-we can't really exclude any of the products as the cause of the pain. Lawyer firm, manufacturing dates, expiration date, dob were updated as well. Doi: (B)(6) 2009; dor: not reported; left hip.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.